Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced the infusion set had fallen off due to the tape not sticking event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).